Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a watchman laa closure device & delivery system (wds) were selected for use. A pigtail catheter was inserted into the was sheath, and a left myocardiogram was performed. The pigtail catheter was then removed and a 5mm thrombus was found attached to the tip of the catheter. Echocardiography also showed a thrombus-like finding at the tip of the was sheath. After the watchman closure device was deployed and successfully implanted, the physician performed a manual aspiration from the side tube of the sheath. The sheath was quickly removed. No thrombus was identified, and the patient had no neurological symptoms after awakening from anesthesia. The thrombus pathology found in the pigtail will be diagnosed to differentiate whether it occurred during the procedure or was originally in the left ventricle. There were no patient complications reported.